Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, upon lens insertion the insertion speed of the lens increased and ejected rapidly. The surgery was completed without product replacement and no problems were observed with posterior capsule after the lens implantation. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only video was provided. The returned video shows an intraocular lens (iol) implantation procedure. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The iol is successfully inserted in the eye. Based on our observation of the attached video, the iol is successfully inserted in the eye. Only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The reported event "iol insertion speed increased and ejected rapidly" cannot be confirmed from the returned video. A definitive determination of the reported event cannot be made without the evaluation of the physical product and no conclusion can be made from the returned video. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).